Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that when patient was receiving flebogamma 10%, bottle empty, air in line was noticed and infusion stopped just prior to patient receiving administration of air, alaris machine did not alarm and stop as it should do when air reaches the machine. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: medical device catalog #, medical device serial #, unique identifier (UDI) #, medical device model #, concomitant med prod data , device manufacture date, imdrf annex f. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, g, b and c codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that when patient was receiving flebogamma 10%, bottle empty, air in line was noticed and infusion stopped just prior to patient receiving administration of air, alaris machine did not alarm and stop as it should do when air reaches the machine. There was patient involvement but no harm.